Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient stated the dose was inaccurate and had been for four years. The patient stated they were told by a manufacturing representative that it was within tolerance. The patient reported "pump quantity remaining inaccurate and quantity left greatly exceeds calculation on inquiry - except when drained and refill too much left." The patient stated the pump was still not accurate. The pump was scheduled for replacement. The patient reported the device had malfunctioned within the first 7 months.

Manufacturer narrative:
Method/results/conclusion: correction was made to this field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the catheter was dislodged from the pump. It was reported that the scar tissue was dissected and a new pump and catheter were implanted. No further complications have been reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the catheter was tied up in scar tissues. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the healthcare provider was planning on replacing the pump, however, nothing had been scheduled yet. The consumer stated that the pump removal was approved because it was medically necessary. It was reported the pump was problematic and malfunctioning. It was reported the patient was going in for a refill roughly every month which was supposed to be every three months. Per the consumer, they ended up going in every three weeks until the patient was changed over to the most post potent fentanyl combination possible with a mix of bupivacaine and fentanyl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the volume discrepancy was not determined. It was indicated that the pump was refilled but the issue was unresolved. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl, clonidine and bupivacaine at (at unknown concentrations at 2.302 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that beginning on an unknown date there had been multiple volume discrepancies; every time the device is refilled there has been substantially more medication left in the pump than there should be, upwards of 10% or more. The caller also reported a loss of therapeutic effect stating he "doesn't feel anything" and he was in severe pain. It was noted that a dye study was performed and no issues were noted. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.